Event description:
As reported, during passing of the stent through prowler select plus microcatheter, it was observed that after the 12mm marker, the stent's positioning marker appeared and the stent did not open. The four stent markers was not seen after removing the microcatheter and the stent was found in the rhv. It likely did not enter the microcatheter. The physician was very careful and says the stent was seen entering the microcatheter. Additional information received from the affiliate indicated that the device or the concomitant devices used did not kink or bend at any time prior to the resistance/friction encountered. No damage on any part of the device was observed during removal. The procedure was completed with another microcatheter and stent. The microcatheter used was prowler select plus 21. It was not easy retrieving the device. The microcatheter and device was removed as a unit and the microcatheter was replaced. No patient injury reported.

Manufacturer narrative:
It was reported that when deploying the enterprise vrd the stent did not open and the stent markers were not seen. It was reported that when retrieving the device it did not go easily. The enterprise system and microcatheter were removed as a unit. After removal, the stent was found in the rhv. The procedure was completed with another microcatheter and stent. There was no patient injury. An adequate continuous flush was maintained through the microcatheter. During the passing of the stent through the prowler select plus microcatheter it was observed that after the 12mm marker the stent positioning marker appeared the stent did not open. The 4 stent markers were not seen. There were no kinks or bends in the devices and no damages noted on the device after removal. It was reported that the most likely explanation would be that the stent did not enter the microcatheter; however, the physician was very careful and indicated that the stent was seen entering the microcatheter. The device did not kink at any time. The devices have not been returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10077168. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information and without the return of the devices for analysis, no conclusion can be made regarding the reported difficulty encountered during deployment of the enterprise vrd through the prowler select plus microcatheter. When the enterprise introducer is fully seated and secured in the proper position of the microcatheter hub it creates an uninterrupted passage for the stent to move from the introducer into the microcatheter lumen. It is then not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the microcatheter lumen. It was reported that the stent was visualized entering the microcatheter; it was also reported that the enterprise system and microcatheter were removed as a unit from the patient. As reported, based on the stent and stent markers not being visualized and the findings of the stent in the rhv, it appears that the stent deployed prior to it reaching the target site. However, the circumstances and root cause of the event cannot be determined. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device for analysis and based on the available information no definitive conclusion can be made. A review of the manufacturing documentation associated with this lot 10077168 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.